Event description:
This case is cross referenced with (B)(4). This unsolicited case from united states was received on 20-jul-2016 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after few days, had diffuse pain around knee and swelling in her left knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 5rsk007a and expiration date: sep-2016) for osteoarthritis. On (B)(6) 2016, the patient returned to office. On an unknown date in 2016, few days after starting treatment with synvisc one, the patient had swelling in her left knee that resolved. On an unknown date in 2016, few days after starting treatment with synvisc one, the patient had diffuse pain around the knee still so they gave her a cortisone injection. Corrective treatment: cortisone injection for diffuse pain around knee; not reported for swelling in her left knee outcome: recovered for swelling in her left knee; unknown for diffuse pain around knee a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsk007a expiration date (09/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsk007a no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 25-jul-16, there were a total of (B)(4) complaints on file for lot# 5rsk007 and all related sublots. (B)(4) complaint for lot# 5rsk007a: (B)(4) adverse event report, (B)(4) extrusion difficulty, and (B)(4) barrel breakage. (B)(4) complaint was on file for lot# 5rsk007: (B)(4) adverse event report. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for diffuse pain around knee. Additional information was received on 25-jul-2016 from the nurse. The lot number was updated. Text amended accordingly. Additional information was received on 26-jul-2016. Global ptc number and ptc results were added. Suspect product expiration date was updated. Clinical course was updated. Text was amended accordingly.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case from united states was received on 20-jul-2016 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after few days, had diffuse pain around knee and swelling in her left knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 5rfk007a and expiration date: 30-sep-2016) for osteoarthritis. On (B)(6) 2016, the patient returned to office. On an unknown date in 2016, few days after starting treatment with synvisc one, the patient had swelling in her left knee that resolved. On an unknown date in 2016, few days after starting treatment with synvisc one, the patient had diffuse pain around the knee still so they gave her a cortisone injection. Corrective treatment: cortisone injection for diffuse pain around knee; not reported for swelling in her left knee. Outcome: recovered for swelling in her left knee; unknown for diffuse pain around knee. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for diffuse pain around knee.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case from united states was received on 20-jul-2016 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after few days, had diffuse pain around knee and swelling in her left knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 5rsk007a and expiration date: 30-sep-2016) for osteoarthritis. On (B)(6) 2016, the patient returned to office. On an unknown date in 2016, few days after starting treatment with synvisc one, the patient had swelling in her left knee that resolved. On an unknown date in 2016, few days after starting treatment with synvisc one, the patient had diffuse pain around the knee still so they gave her a cortisone injection. Corrective treatment: cortisone injection for diffuse pain around knee; not reported for swelling in her left knee. Outcome: recovered for swelling in her left knee; unknown for diffuse pain around knee. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for diffuse pain around knee. Additional information was received on 25-jul-2016 from the nurse. The lot number was updated. Text amended accordingly.